Event description:
The device was used during an unknown procedure, when trying to extract the cyst from trocar site, bag exploded when removing, piece of bag came off. Doctor looked for it and could not find it, closed patient.